Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure the distal end of the lead was damaged. Once the surgeon determined that the distal end of the lead was damaged, he replaced it with a new 3389-40 lead. Testing of the new lead using a trailing cable and the (B)(6) clinician programmer was successful and patients tremor was well controlled. The patient did not experience any adverse events due to this situation. The issue with the lead was not caused by any environmental, external or patient factors. The patient had excellent tremor control and no side effects during inter-op testing. The issue was resolved at time of the report.